Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to release from catheter. Correction: d4: model number. Block h11: investigation results: the returned resolution 360 clip was analyzed, and visual inspection noted the device was returned with the clip assembly detached. The first activation had been performed, showing evidence of premature deployment, as the yoke remained attached to the control wire. The microscopic examination found evidence of premature deployment. The reported event of clip failure to release from catheter was unable to be confirmed. The investigation results summary did not detect any problems related to the reported issue, clip failure to release from catheter as the clip assembly returned fully deployed. Therefore, device problem excluded was chosen as the analyzed cause code for this failure. However, during product analysis, it was found that the device had evidence of premature deployment. It is likely that this failure could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physicians technique during the deployment of the clip, the scope position and angle, or detachment of the capsule due to hitting a surface. For this reason, this failure will be concluded as adverse event related to procedure. A risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all additional information, the most probable root cause assigned is device problem excluded.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.